Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/13/2026. An investigation was conducted on 03/17/2026. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. The device did not turn on during the pre-cautery test. No further testing was conducted due to the device having no power. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A manufacturing engineering evaluation was completed om may 12,2026. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the poly­ fuse were in contact with the insulation on one of the bulkhead cable wires that is welded to the normally open switch terminal. It was observed that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white bulkhead cable wire going to the normally open switch terminal and the sharp ends of the wires welded to the poly-fuse on the complaint vh-4000 hemopro2 tool. Based on the manufacturing engineering evaluation, the reported failure "failure to deliver energy" was confirmed. Out of tolerance consideration: an electrical issue occurred due to a short circuit caused by the sharp ends of the welded wires on the poly fuse penetrating the insulation of the bulkhead cable connector wire. This incident took place during positioning of the wires and fuse within the handle per work instruction. Hemopro 2 tool subassembly batches 3000523823 and 3000519057 were used in vh- 4000 finished good batch 3000524453. The shop floor paperwork for the hemopro 2 tool subassembly batch 3000523823 (material number 90527943-01) was reviewed to identify the equipment used at the handle assembly station. The shop floor paperwork for the second subassembly batch 3000519057 was unavailable, as the documentation could not be located. Subsequently, an oot query was performed for the date range from 01-mar-2024 to 04-mar-2026. An analysis was performed, which confirmed that no equipment used in the handle assembly process was out of tolerance. The lot # 3000524453 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure . Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that vasoview hemopro 2 cutting tool would not cut right out of the box. They replaced cables and power supply with no resolution so they proceeded to get a new vasoview hemopro 2 and placed the initial one aside. The second vasoview hemopro 2 worked immediately without issues. No harm to patient. No delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 cutting tool would not cut right out of the box. They replaced cables and power supply with no resolution, so they proceeded to get a new vasoview hemopro 2 and placed the initial one aside. The second vasoview hemopro 2 worked immediately without issues. No harm to patient. No patient info provided for privacy. No delay.